Manufacturer narrative:
The explanted ipg and lead were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient reported irritation at the pocket site due to the implant location. During the pocket revision procedure, the lead came out of the epidural space. The physician decided to explant the patient to help prevent infection.